Manufacturer narrative:
Additional information received on (B)(6), 2011 indicating the suture was removed from the stent and the bladder coil detached from the stent. Additional information also confirmed dr. Greg houle was preforming the stent insertion procedure on (B)(6), 2011. The event occured in the bladder, with a polaris stent that was not reprocessed. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in a procedure preformed on an unknown date. According to the complainant, the stent "snapped upon insertion."several attempts have been made to obtain patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in a procedure preformed on an unknown date. According to the complainant, the stent "snapped upon insertion." Several attempts have been made to obtain patient and event information. However, no further event details have been made available to boston scientific to date.